Event description:
This report is based on information provided by field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue multi measurement server x2, indicating that speaker malfunction. No harm to the patient. The following functional tests were performed: in the analysis of the equipment, the symptoms alleged by the customer were confirmed. The speaker were completely muted. The equipment displayed in the upper left corner of the screen a message without audio. The following part has been replaced: 453564238621, ms_x2 assy cbl x2/mp2 speaker assembly. After the replacement, the elimination of the symptom was confirmed. The equipment has been tested and released for use. Based on available evidence, the reported issue has been confirmed. The device was operational after repairs were completed. The investigation concludes that no other action is needed at this time. If additional information is received, the claim file will be reopened.